Event description:
It was reported that the patient felt stimulation in the wrong location and experienced a loss of effect. On program a stimulation was felt in the "crotch" and "butt", while on program b stimulation caused "stomachache". The stimulation had been this way for "several months", and started after the patient left california. The patient did not yet have an hcp in her new state. It was noted that the patient originally had leg spasms that the stimulator was helping with, but now had to take oral medical to help with the spasms while trying to find a new hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer model 37743, serial# (B)(4).